Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, there was an incomplete staple line and membrane mucosa was exposed. Additional suture was performed. Another device was used to complete the case. No patient consequences were reported.